Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of¿device¿malfunction was confirmed via failure investigation¿ this MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed recurrent alert 60 indicating a bluetooth communications error, and the user performed multiple restarts without resolving the issue before arranging a device replacement and return. No adverse clinical effects, and blood glucose was reported as unaffected. Outcomes included continued therapy using backup measures without medical intervention or hospitalization. Investigation included user guidance, remote troubleshooting, collection of device history through return coordination, and receipt and inspection of the returned device. Investigation of this case revealed a device communication malfunction associated with the ble board, consistent with a bluetooth communications issue that necessitated replacement and prevented cgm connection. It was concluded that the cause was a malfunction of the device¿s bluetooth communication hardware.